Event description:
It was reported that during an implant attempt that it was not possible to extend the helix as it was blocked. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of the procedure.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Summary: (B)(4): no anomalies found, however, there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.